Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381811 and lot number 5191878. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that venous access canalization procedure performed, insyte peripheral catheter number 24n used, which at the time of the single puncture, flowered catheter tip observed, catheter removed. Due to contact of the device with patent fluids, it is not possible to send it to the pharmacy. No patient harm.